Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent dislodgement, occlusion); patient¿s condition affected effectiveness of device (target lesion exhibited severe calcification); related to another device (previously implanted stent in vessel was difficult to pass); no results available since no evaluation performed (device or procedural images were not returned for review); conclusions: inherent risk of procedure (stent dislodgement, occlusion); device failure related to patient condition (target lesion exhibited severe calcification); operational context caused or contributed to the event (previously implanted stent in vessel was difficult to pass); unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Event description:
Physician intended to use a resolute integrity 2.25 x 22 mm drug eluting stent to treat a lesion in the rca vessel. The vessel was reported as having severe calcification. It is reported the device was removed from the packaging, inspected and negative prep was performed with no issues identified. The vessel was pre-dilated with a 2.0 x 12 mm balloon , four times at 4atm, 8atm, 2atm and 14 atm. No residual stenosis was noted after the pre-dilatation. It is reported that there was an existing stent in the vessel and vessel resistance was also noted and that these factors made advancement of the resolute integrity device difficult. During advancement, it is reported the device dislodged and this led to an occlusion. The physician was unable to crush the stent to the vessel wall or retrieve the stent. The patient needed to go to surgery in order to retrieve the device. No other clinical sequelae have been reported.